Event description:
It was reported that two dual lumen ureteral catheter were used during a ureteroscopy procedure. During insertion, the surgeon noticed some damage to the outside of it where some of the main shaft had split and was sticking up. Additionally, a second dual lumen catheter was inserted, and the surgeon noticed the catheter split. The procedure was completed with another of the same device with no patient complications. This report pertains to the first of two dual lumen ureteral catheter devices used in the same patient and procedure.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of catheter break.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of catheter break. Block h11: investigation results the returned dual lumen ureteral catheter was analyzed, and it was not possible to observe any brakeage on the catheter or any damage in general. Media analysis was performed with the pictures provided by the customer and the dual lumen ureteral catheter showed that the tip was torn. Microscopic examination was performed under magnification, and the catheter tip was in good condition and no issues were found. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. With all the available information, boston scientific concludes that the reported event was not confirmed since it was not possible to identify any evidence of either the alleged issue or any defect on the device and the evidence from the product record review did not identify a potential product quality issue or new patient harm. Additionally, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Also, a risk review found the issue reported as expected and detailed in the risk documentation. A labeling review confirmed the IFU includes appropriate instructions for use. Based on analysis results, an investigation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that two dual lumen ureteral catheter were used during a ureteroscopy procedure. During insertion, the surgeon noticed some damage to the outside of it where some of the main shaft had split and was sticking up. Additionally, a second dual lumen catheter was inserted, and the surgeon noticed the catheter split. The procedure was completed with another of the same device with no patient complications. This report pertains to the first of two dual lumen ureteral catheter devices used in the same patient and procedure.